Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications nor injuries were reported and the patient condition was good.